Event description:
It was reported that during a rotator cuff repair procedure, the anchor and the inserter of the twinfix ultra could not be separated, therefore it could not be used. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the customer provided image shows an undeployed device with the anchor attached to the inserter. A visual inspection revealed that the device was received with the screw attached to the tines. The screw was fractured and separated into two parts, but attached connect by sutures to the tines. A functional evaluation found that the screw could not be deployed from the inserter. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include off-axis insertion, excessive force or excessive torque, or improper preparation of the insertion site.